Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for unknown side. The device remains implanted.

Event description:
Healthcare professional reported rupture for unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported for right side "the right implant is broken inside with the image of the implant sheath pleated in the capsule", "breast tissue has scattered small cysts", "several small axillary lymph nodes are inflamed". The device remains implanted.